Event description:
A patient's catheter was cut / fractured by a surgeon during a spinal surgery access. The spinal surgery was further noted as being a non-pump related surgery. The surgeon was able to reconnect the catheter. The patient was not experiencing any adverse events. The patient's pump contained baclofen. Additional information will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).